Event description:
The customer was using the bathlift to lower herself into the tub. As the customer sat on the bathlift, the lifting assembly dropped causing the customer to bang her head. It is unclear at this stage what caused the bathlift to drop. The bathlift is being returned for evaluation.